Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high and low blood glucose. Troubleshooting was performed. It was stated that the customer has been off the insulin pump for a day, and the caller want to be sure the device was functioning properly. The time, date, and settings were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Assisted the caller to change the infusion set and the cannula was not bent. No further info was provided.